Event description:
Davinci robot kept sounding an alarm and the surgeon would override the alarm. It continued to alarm frequently and was delaying progress of the case. We undocked the robot and restarted the system but the system continue to sound the alarm.